Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 546 mg/dl. Customer's blood glucose value was 504 mg/dl at the time of incident. The customer experienced symptoms such as nausea and vomiting and difficulty in breathing. The customer was treated with bolus and intravenous insulin. Customer alleging possible pump under delivery. The device will not be returned for analysis.